Event description:
The following has been reported: biomed reported: "pump states "pump problem- remove the pump from service." The pump is saying "pump problem" on the screen once turned on. "No logs available". Patient harm: no. A preliminary review identified the following issue: fail stop, cause unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.